Event description:
During a gynecological procedure, a biopsy cup was passed through the sheath. The sheath was split at the distal end, which caused the sheath was split at the distal end, which caused the biopsy cup to exit the sheath through the side. There were no adverse patient consequences reported.